Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported error by review of the error log and reproducing the error. Fse observed the bf probe position to the waste fluid port, checked alignments of the bf probe to the center of the port, verified proper seating of the bf probe tip, checked for pinches or leaks in tubing, and checked tubing to pumps. Fse identified the wash tubing was slightly bent. Fse adjusted and reseated the tubing position to allow liquids to flow freely through tubing as well as performed alignment and adjustments of the bf probe unit to the center of the port. Fse validated the analyzer by priming the bf wash five (5) times, primed wash solution three (3) times, ran daily check, and quality control (qc) with results within acceptable range. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) there were two (2) similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 2016 bfprobe suction failure. Description: suction by the bf probe is abnormal. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a pinch in the wash tubing.

Event description:
A customer reported error message "2016 bf wash probe suction failure" on the aia-360 analyzer. The customer primed the wash and restarted the patient run, but error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for ctnl 2 (cardiac troponin 1), fsh (follicle stimulating hormone), lh ii (luteinizing hormone), and myo (myoglobin). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.